Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. It was reported that post pump implant fluid started to form around the pump. The fluid was drained a few times and the patient was put on antibiotics, but it was reported that the patient stopped going back to have the fluid drained and on (B)(6) 2018 the fluid collection popped causing her shooting pains throughout her body. It was noted that the pump had never been filled with medication. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.